Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a routine device change-out, upon examination of the pocket, it was noted that the right ventricular lead had been manipulated so that it was "wound upon itself into a ball." The lead was capped and replaced. No patient complications have been reported as a result of this event.